Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# 0233727432, implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: 0233727432, ubd: 14-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving clonidine of an unknown concentration at an unknown dose rate via an implantable it was reported that the pump was implanted on (B)(6) 2025. It was further reported that the catheter was implanted on (B)(6) 2026. The patient experienced left sided paralysis post implant. The date of event was indicated as (B)(6) 2026. The physician had notified the following day. The catheter was removed approximately 24 hours post implant. The complete catheter was explanted on (B)(6) 2026, and the catheter was discarded by the healthcare provider. The catheter will not be replaced in the future. The pump remained implanted. No diagnostic tests or troubleshooting was performed. Factors that may have led or contributed to the issue were indicated as not applicable. It was unknown if the issue was resolved as of 2026-jun-02.